Manufacturer narrative:
Age at the time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac artery. A 6.00mm x135cm 2cm peripheral cutting balloon catheter was selected for use. During procedure, pre dilatation was performed using the balloon after the wire passed through the lesion. However, the balloon ruptured upon first inflation at 2atm. Fluoroscopy was performed and there were no complications observed. Then, pre-dilatation was performed again using a 6.00mm x90cm 2cm peripheral cutting balloon catheter. However, the balloon ruptured upon first inflation at 6atm for 5 seconds. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac artery. A 6.00mm x135cm 2cm peripheral cutting balloon catheter was selected for use. During procedure, pre dilatation was performed using the balloon after the wire passed through the lesion. However, the balloon ruptured upon first inflation at 2atm. Fluoroscopy was performed and there were no complications observed. Then, pre-dilatation was performed again using a 6.00mm x90cm 2cm peripheral cutting balloon catheter. However, the balloon ruptured upon first inflation at 6atm for 5 seconds. The procedure was completed with a different device. No patient complications were reported. The device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the balloon material that could have contributed to the complaint incident. No issues were identified during the product analysis.

Manufacturer narrative:
Age at the time of event- 18 years or older.